Manufacturer narrative:
Other, other text: investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of over infusing was not confirmed as device during testing passed the specification. The over all condition of the pump was good. No evidence could be confirmed in the event log when opening. Device went on and passed all pm testing.

Event description:
Investigation results completed on a ambulatory infusion pumps/cadd solis vip pumps - 2120 . Summary in h 10.

Manufacturer narrative:
Other, other text: h2: additional information see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information received indicating that a smiths medical cadd solis vip pump was over infusing medication. No adverse effects reported.